Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: customer stated that the etco2 module alarms were "very sensitive and annoying." This site is advised to follow policy/procedure and md orders to change parameters on etco2 module. Customer stated they were aware of how to change parameters for appropriate alarms. Additional information received from the customer: this issue is ongoing and not tied to a specific etco2 module or firmware version. Alarm sensitivity aligns with current bd design parameters intended to detect even brief changes in patient ventilation or line occlusion. Nurses & dept leaders have been instructed to: review institutional policy and md orders before adjusting alarm limits. Ensure filter and line integrity to minimize nuisance alarms. Provide ongoing staff education on alarm management and parameter customization within safe ranges.